Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received indicated that the patient experienced breathlessness but was in stable condition throughout the in-clinic follow up. Also, loss of capture was noted on his right ventricular device due to the high thresholds.

Event description:
It was reported that the patient presented in clinic for follow up after complaining of low heart rate noted on his wearable device. Upon device interrogation, high capture thresholds were observed. Programming changes were made. No additional intervention was performed. The patient condition was unknown.